Event description:
It was reported that the epg (external pulse generator) had a cracked case. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) one printed circuit board flex is creased. Battery release is contaminated. Upper and lower case halves, one bail cover and battery drawer are broken. Battery contacts are compressed. Keyboard window is scratched. Serial number label is damaged.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4). One printed circuit board flex is creased. Battery release is contaminated. Upper and lower case halves, one bail cover and battery drawer are broken. Battery contacts are compressed. Keyboard window is scratched. Serial number label is damaged.